Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (m10541) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products: ev3 10 micro-catheter, unknown competitor coil.

Manufacturer narrative:
(B)(4). No further information will be submitted for this file.

Manufacturer narrative:
After further review of the file, the reported event does not meet the criteria for reporting. No further reports will be submitted.

Event description:
During the procedure, the coil could not be pushed out from the ev3 10 micro-catheter. The coil made it all the way through the microcatheter but when the physician tried to deploy the coil, it could not be pushed out to treat the aneurysm. The coil was not in the aneurysm when the event occurred. The coil was removed and another company's coil was used to complete the procedure. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the coil and microcatheter prior to and after use. There was no patient injury reported.